Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that there was a possible sensing issue during two episodes of non-sustained ventricular tachycardia (nsvt). Follow-up was conducted with the patients clinic. The allied health professional (ahp) at the clinic had no information regarding the ed visit or the recent audible alert. Ahp verified that no reprogramming has been completed and the device was eventually extracted and replaced. No patient complications have been reported as a result of this event.